Event description:
In an undated report rec'd by the distributor in 2001, a distributor sales noted the following: five physician users implanted 15-18 perma-seal grafts. They reported one infection, three early thromboses, and other thrmboses. There is no info regarding pt selection, peri-operative management, or graft handling.